Manufacturer narrative:
Mean and mode used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iris damage is identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to patient movement (patient related). MFR# reference: (B)(4).

Event description:
The following was reported through a review of an article tittled "outcomes of trabecular micropbypass surgery: comparison of resident trainees and attending surgeons". Reportedly, one (1) month postoperatively there was one (1) case of iridodialysis. The one case of 5 clock hour iridodialysis during microbypass stent implantation occurred in the resident group when the patient suddenly moved her head while the injector was in the eye. An intraoperative decision was made not to implant the stent. At the most recent follow-up 17 months postop, the patient had an iop of 14 mm hg with two glaucoma medications. She did not have prolonged postoperative inflammation, hemorrhage, or long-term complications other than the appearance of the eye. The patient was offered repair of the iridodialysis for cosmetic purposes but declined. Any omitted information was not available at the time of this report. Additional information has been requested, but has not been received. Please see the attached article for further details.